Event description:
Unomedical reference no. (B)(4). Event occurred in the united states. On 14 april 2024, patient has reported that her first extended wear infusion set fell off after less than 4 hours of wear. No further information available.